Event description:
In 2004, four gore excluder thoracic endoprostheses were implanted to repair an acute dissection and possible contained rupture. The wire frame fractured on one gore excluder thoracic endoprosthesis and created a hole in the graft material. A significant type iii endoleak was identified. Four months later, the previously implanted devices were re-lined with two gore tag thoracic endoprostheses and the type iii endoleak was successfully repaired.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork is being conducted. Please note: in 2004, four gore excluder thoracic endoprostheses were implanted: pb371010 / lot# 0114407-04 / pb341010 / lot# 0111704-10; pb311010 / lot# 0111401-03; and pb311010 / lot# 0106001-02 / registration # 2953161. On 6/16/2007 two gore tag thoracic endoprostheses were implanted: tg3715 / lot# 04370867 and tg3715 / lot# 04708393.